Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted and discarded in the clinic. This is a final report.

Event description:
The hearing performance with the device was reportedly affected. According to parents of the user there was an accident in october 2021 when the user fell in the bathroom and tore the back of his ear. The user was re-implanted on (B)(6)2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device was reportedly affected. According to parents of the user there was an accident in (B)(6) 2021 when the user fell in the bathroom and tore the back of his ear. The user was re-implanted on (B)(6) 2022.